Event description:
The patient received shocks at home and was transported to the ER where he proceeded to receive additional shocks. The physicians placed a magnet over the device, but the shocks continued. Upon interrogation of the ICD, a device parameter error was detected and resulted in the serial number changing. Attempts to interrogate the device further were unsuccessful and the decision was made to explant the device.